Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 12 (mg/dl), and subsequently, experienced loss of consciousness. Customer was taken to hospital where low bg level was treated with intravenous glucose and released later that day. Recommendation was made to consult with health care provider to discuss diabetes management.